Event description:
It was reported that the customer was taken to the hospital because he was unresponsive. It was reported that the customer's blood glucose levels were stable. The cause of the event was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.